Event description:
The manufacturer received information alleging a ventilator was alarming frequently for low minute ventilation and low inspiratory pressure alarms on a device being used 24/7 on a tracheostomy patient. There was no harm or injury reported. The call center operator instructed the caregiver to replace the device circuit and suction the patient. After replacing the circuit and suctioning the alarms continued to occur. The device was rebooted by the visiting nurse. The nurse states that no airflow was coming from the device. The patient was ventilated with an ambu bag as a precaution. The device was rebooted again, and airflow was heard for approximately 10 seconds. The sales representative arrived at the patients home and found the device powered off. Once powered on, the airflow was provided. The device was replaced. There was no harm to the patient noted. The device was returned to the manufacturer's service center for evaluation. The device's error log was reviewed, and the low minute ventilation and low inspiratory pressure alarms were found to have occurred on the date of the event. These alarms are patient setting alarms and do not indicate a failure. A log only alarm was observed indicating the air inlet may be obstructed. The sales representative states the device would not be obstructed in the environment in which it was being used. The device was inspected and tested, and no failures were found and the device passed all testing. The root cause could not be identified. The device's motor blower assembly and system board were replaced preventatively.